Manufacturer narrative:
The lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the atrial pacing lead was beyond the expected upper range. Analysis of the device memory indicated atrial pacing capture threshold was elevated. Analysis of the device memory indicated atrial sensing was diminished. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular lead had high threshold, low/diminished sensing, and increased impedance. The lead remains in use. The patient is a participant in the world-wide randomized antibiotic envelope infection prevention trial clinical study. No patient complications have been reported as a result of this event.